Event description:
It was reported that alert/notification settings issue occurred. The product was evaluated. An exterior visual inspection was performed, and no major damage was found. External visual inspection failure was performed and usb connector damage was found. Receiver charge and receiver boot were performed and failed. Alarm/alert manual test was performed and passed. Internal visual inspection was performed and failed. Internal visual inspection failure was performed and water damage was found. The complaint is undetermined due to receiver not being turned on.. The allegation was undetermined. The probable cause could not be determined as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. On approximately 06/11/2025, the patient experienced feeling weak and shaky. When they checked the cgm reading, this was 52 mg/dl, and no alerts would have sounded. The patient tried to self-treat, but lost consciousness while walking to their car. An ambulance was called by a bystander. The patient´s wife who was also there, tried to treat the patient with nasal glucagon, but it did not get the patient ¿up on time¿. When a fingerstick was taken by the paramedics the blood glucose reading was 57 mg/dl. The patient was treated with intravenous glucose and was brought to the hospital. As the patient fell on their head, a CT and other unspecified tests were done. No results were reported. No further treatment was reported to be needed and after 4 hours the patient was discharged. At the time of the report the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.